Event description:
The customer reported that there was no audio or visual alarm for an asystole condition. A nurse saw the waveform go into an asystole condition. The "do not resuscitate" pt expired. The death was not attributed to the system not alarming. An hp engineer went to the customer's site and tested the system with a stimulator. The system was performing to spec. The only way the hp customer engineer could duplicate the problem was when the alarms were suspended. The customer claims that the alarms were not suspended. All pt history was erased prior to the hp customer engineer checking out the system.